Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported by the surgeon he performed a laparoscopic nissen fundoplication on a pt with a history of alcoholism. The pt reportedly stopped drinking approx 2 weeks prior to the surgery. The surgeon reported to the rep the pt's preop. Platelet count was a borderline 128 according to the hosp lab tests. The surgeon reported everything looked good during the procedure and everything was dry upon closing. After surgery, the pt was sent to the recovery room and that evening his blood pressure had dropped. By the time the surgeon arrived at the hosp, the pt had expired. 10/15/98 spoke with the dr who assisted during the lap nissen. He noticed nothing unusual about the instrument and stated that hemostasis looked good at the time the pt was closed. He is familiar with the instrument and has used it on may occasion. He was not involved in any of the post-operative care.